Manufacturer narrative:
The event logs have been received and the evaluation is pending. A follow up report will be submitted with investigation results once the evaluation has been completed. No devices received, log review only.

Event description:
The customer reported that heparin infused faster than expected within two hours. It was initially thought the pump changed the rate spontaneously resulting in the over-infusion, however the internal hospital investigation found that the ed nurse programmed the heparin drip manually, and did not use interoperability which is the expected hospital practice. During a change of the medication bag after the patient reached the ICU, the user selected the incorrect heparin concentration of 1000 unit/500 ml, instead of the correct 25000 unit/500 ml concentration. The expected second rn check workflow was not followed prior to selecting start, and the programming error was not discovered. As a result, a starting rate of 1,000 units/hr was initiated for the new bag and the guardrails limits were not reached resulting in an unintended programmed rate of 500 ml/hr which was displayed on the pump module at the time of the event. After the event, several doses of an unspecified heparin reversal agent were administered, and no patient harm was reported. The internal hospital investigation found a user error had occurred; the user did not fully understand the emr message on the computer screen, and did not double check the pump settings against the order resulting in an incorrect concentration selection. No device malfunction is alleged. Although event logs were initially sent for evaluation, further investigation or log review by the manufacturer was subsequently declined, and no other event details were provided.